Manufacturer narrative:
Complaint conclusion: as reported, when releasing the stent of a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, the release lever was too tight and was pulled off, preventing the stent from being fully released. This resulted in the stent being partially deployed during the attempted deployment which was seen on angiography. The delivery lever was pulled off when removing the device and was removed by removing the unknown long sheath. A non-cordis 6mm x 150mm stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat arteriosclerosis obliterans of the lower limb. The lesion had a 75% stenosis with mild calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty loosening the hemostasis valve. The device was able to be removed easily from the patient. The device was not returned for analysis as expected. A product history record (phr) review of lot 338715 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ ¿luer hub (outer sheath) separated¿ and ¿inner shaft separated¿ was not confirmed as the device was not returned for analysis. Therefore, the exact cause cannot be determined. It is likely handling, vessel characteristics and procedural factors contributed to the events reported by the customer. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when releasing the stent of a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, the release lever was too tight and was pulled off, preventing the stent from being fully released. This resulted in the stent being partially deployed during the attempted deployment which was seen on angiography. The delivery lever was pulled off when removing the device and was removed by removing the unknown long sheath. A non-cordis 6mm x 150mm stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat arteriosclerosis obliterans of the lower limb. The lesion had a 75% stenosis with mild calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty loosening the hemostasis valve. The device was able to be removed easily from the patient. The device was not returned as expected.

Event description:
As reported, when releasing the stent of a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, the release lever was too tight and was pulled off, preventing the stent from being fully released. This resulted in the stent being partially deployed during the attempted deployment which was seen on angiography. The delivery lever was pulled off when removing the device and was removed by removing the unknown long sheath. A non-cordis 6mm x 150mm stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat arteriosclerosis obliterans of the lower limb. The lesion had a 75% stenosis with mild calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty loosening the hemostasis valve. The device was able to be removed easily from the patient. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h10 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: this is an updated complaint conclusion due to product evaluation. As reported, when releasing the stent of a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, the release lever was too tight and was pulled off, preventing the stent from being fully released. This resulted in the stent being partially deployed during the attempted deployment which was seen on angiography. The delivery lever was pulled off when removing the device and was removed by removing the unknown long sheath. A non-cordis 6mm x 150mm stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat arteriosclerosis obliterans of the lower limb. The lesion had a 75% stenosis with mild calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty loosening the hemostasis valve. The device was able to be removed easily from the patient. The device was returned for analysis. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. An unknown guidewire was inserted into the inner lumen. The unit was thoroughly inspected observing that the stent is partially deployed, with the plastic nut of the hemostasis valve fully locked. Two kinks were noted approximately 65cm and 125cm from the distal tip. The outer sheath is separated approximately 131cm from the distal tip. Also, inner shaft presents a separated condition located approximately 136cm from the distal tip. No other outstanding details were observed on the returned device. Functional testing was not performed due to the condition of the received unit. Sem analysis was not performed because the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was evaluated observing the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separations noted. A product history record (phr) review of lot 338715 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ ¿luer hub (outer sheath) separated¿ and ¿inner shaft separated¿ were confirmed as the device was returned for analysis with the stent partially deployed along with separations of the inner shaft and outer sheath. However, the exact causes cannot be determined. Device analysis concludes the delivery system was induced to events that exceeded its material yield strength prior to the separations of the outer sheath and inner lumen noted. Additionally, elongations and plastic deformations were evident on the returned device. Therefore, based on the information available for review it is like handling, procedural factors and vessel characteristics contributed to the events reported as evidenced by analysis of the returned device. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when releasing the stent of a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, the release lever was too tight and was pulled off, preventing the stent from being fully released. This resulted in the stent being partially deployed during the attempted deployment which was seen on angiography. The delivery lever was pulled off when removing the device and was removed by removing the unknown long sheath. A non-cordis 6mm x 150mm stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat arteriosclerosis obliterans of the lower limb. The lesion had a 75% stenosis with mild calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty loosening the hemostasis valve. The device was able to be removed easily from the patient. The device will be returned for evaluation.